Event description:
It was reported that a preloaded monofocal intraocular lens (iol) haptics stuck together inside the eye. The surgeon employed a second instrument to separate the haptics, which caused a delay of approximately one minute. The patient¿s status was unknown, and daily activities were not affected. The incision was not enlarged, a vitrectomy was not performed, and no medications were administered. The patient did not seek medical attention, and it is unclear whether sutures were required. The directions for use were followed. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown, information not provided. Section d4: model number, catalog number, serial number: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: title, last name, email address, city, state, post office or zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.